Manufacturer narrative:
Additional information: section d9 & h6. Investigation: getinge customer service received a call on 10/31/2024 from a nurse asking for help troubleshooting an oasis drain (p/n 3600-100, l/n unknown). The drain was attached to the patient for 1-2 days and had thus far collected about 130 ml of fluid drainage. It was determined that the water seal of the drain had not been filled. The getinge representative walked the nurse through the process of filling the water seal with the water ampoule on the back of the drain. They confirmed the drain was setup and functioning properly and that there was no air leak or other negative affects to the patient. No lot number or pictures were provided. The drain was not returned for evaluation. No allegation of a device failure was made. No harm to the patient was reported as a result of this incident. A DHR review could not be completed because no lot number was provided. The IFU provides adequate instructions for the setup and use of the device. If the IFU instructions had been followed by the user, it is unlikely this complaint would have occurred. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found three similar complaints, all three of which were caused by user error. A recurring lot number report could not be completed because no lot number was provided. A review of crs/capas found none related to this complaint. This complaint is confirmed but a device nonconformance is not. The root-cause of this complaint is user error due to improper setup of the drain. Complaint escalation determination: the hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use. No escalation is needed.

Event description:
N/a

Event description:
Tech received a call this morning from a nurse to troubleshoot an oasis drain. The drain had been on the patient for 1-2 days with -20 cmh2o suction applied. The oasis was connected to a small-bore pigtail catheter and had approximately 130 ml fluid drainage. After asking several questions about the drain it was determined that the water seal was not filled with sterile water as directed upon setup. I asked the nurse if there was a water ampoule on the back of the drain, which she confirmed. I reviewed the set up instructions for the oasis, including how to fill the water seal. After she filled the water seal, I confirmed that the drain was set up and operating correctly with no patient leak and there were no negative patient incidents before or after filling the water seal. She did not know who set up the drain initially or on which unit. I explained that because the drain was not properly set up initially.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.